Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus/perforation of uterus / migration of essure device') in a (B)(6) female patient who had essure (batch no. 624303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included insomnia in 2000 and hiv positive in 1991. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and migraine ("migraine headache"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2015, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2018, the patient experienced abdominal pain ("abdomen pain"), 9 years 11 months after insertion of essure. On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigue"), pelvic pain ("pelvic pain "), back pain ("lower back pain"), flank pain ("flank pain"), arthralgia ("joint pain") and nausea ("nausea"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed, bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, abdominal pain and pelvic pain outcome was unknown and the dyspareunia, fatigue, migraine, back pain, flank pain, arthralgia and nausea had resolved. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, flank pain, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: benign mid secretory phase endometrium (post ovulation day 8 pattern). Negative for hyperplasia or malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs and mr received. Reporters information updated. Lot no. Were added. Event: injury were updated to abnormal bleeding (vaginal, menorrhagia), urinary tract infection, migraines / headaches, migration of essure device location of device: uterus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, pain: lower abdomen, pelvic , back ,joint, perforation (uterus) were added .lab data were added. Event outcome were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus/perforation of uterus / migration of essure device') in a 51-year-old female patient who had essure (batch no. 624303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included insomnia in 2000 and hiv positive in 1991. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraine headache"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / menorrhagia (heavy menstrual bleeding)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2015, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2018, the patient experienced abdominal pain ("abdomen pain"), 9 years 11 months after insertion of essure. On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigue"), pelvic pain ("pelvic pain"), back pain ("lower back pain"), flank pain ("flank pain"), arthralgia ("joinrt pain") and nausea ("nausea") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed, bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, urinary tract infection, weight increased and hormone level abnormal outcome was unknown and the dysmenorrhoea, dyspareunia, fatigue, migraine, abdominal pain, pelvic pain, back pain, flank pain, arthralgia and nausea had resolved. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, flank pain, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea, dyspareunia, uterine perforation, uti, hormonal imbalance, weight gain, migraine, nausea and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: benign mid secretory phase endometrium (post ovulation day 8 pattern). Negative for hyperplasia or malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received: new events- weight gain and hormonal imbalance added. Event outcome of pelvic pain female, abdominal pain and dysmenorrhea was updated to recovered/ resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.